Manufacturer narrative:
(B)(4).. The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy despite going through all the correct deployment steps. The nurse opened and closed the deployment handle several times and the physician tried to reposition the scope but these were unsuccessful. The physician finally had to pull the clip off of tissue which caused a little bit of a bleed. The same issue happened to the second resolution 360 clip device, and the procedure was completed with several resolution 360 clip devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.